Event description:
Spacelabs received a report of a bag/vent switch malfunction on an absorber part of a bleasefocus anesthesia machine. In vent mode the bag inflated. In bag mode the vent inflated.

Manufacturer narrative:
No one was injured as a result of this event. Spacelabs has initiated a field corrective action for the cas I/ii absorbers that are part of the bleasesirius anesthesia workstation, the bleasefocus anesthesia machine, and service kits. This action is the result of spacelabs healthcare receiving a report of loose fastening hardware in an absorber, part of a bleasefocus anesthesia machine. The loose fastening hardware allowed a seal to disengage from the bag-to-vent (btv) switch, causing the switch to not seal properly in one of its bi-stable positions. The worst case, this would result in a large leak from the absorber circuit while operating in bag mode and impede in the ability to provide ventilation in bag mode. Operation in vent mode along with all monitoring and alarm functions will continue to operate normally. Spacelabs considers this medwatch closed. Further actions and info will be documented under the spacelabs field corrective action process.